Manufacturer narrative:
The initial and follow-up med watches were incorrectly submitted under the wrong establishment manufacturer number (MFR. Date 2648988-2013-00017). Therefore, this med watch is being submitted with the corrected establishment manufacturer number for this product.

Event description:
Duragen 2x2 / patient developed fever and had 100 ml serous fluid drained.